Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that the vena cava filter was difficult to position and some filter legs pierced the vena cava. There was no reported patient injury.